Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa (lateral) for the knee joint with the product in question. For lateral knee osteoarthritis, the surgeon performed a lateral approach. Due to the characteristics of the approach, the four-sided bone-cut blocks were difficult to install, especially on the inside, and were installed by hammering. In doing so, the product in question was came off from the osteotomy block as if it were bounced back and became unclean. When looking at the uncleaned product in question, it was confirmed that the red button was broken off. Surgery was resumed after confirming that there was no fragmentation in the surgical field. The surgery was completed successfully without any surgical delay. No further information is available. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). Visual analysis of the photo revealed that the attune mod post saw cap sz 6-8 has the red locking button broken. Confirming the reported allegation. The broken fragment was visible at the photo. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune mod post saw cap sz 6-8 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa (lateral) for the knee joint with the product in question. For lateral knee osteoarthritis, the surgeon performed a lateral approach. Due to the characteristics of the approach, the four-sided bone-cut blocks were difficult to install, especially on the inside, and were installed by hammering. In doing so, the product in question was came off from the osteotomy block as if it were bounced back and became unclean. When looking at the uncleaned product in question, it was confirmed that the red button was broken off. Surgery was resumed after confirming that there was no fragmentation in the surgical field. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa (lateral) for the knee joint with the product in question.for lateral knee osteoarthritis, the surgeon performed a lateral approach. Due to the characteristics of the approach, the four-sided bone-cut blocks were difficult to install, especially on the inside, and were installed by hammering. In doing so, the product in question came off from the osteotomy block as if it were bounced back and became unclean. When looking at the uncleaned product in question, it was confirmed that the red button was broken off. Surgery was resumed after confirming that there was no fragmentation in the surgical field. The surgery was completed successfully without any surgical delay. No further information is available. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the attune mod post saw cap sz 6-8 has the red locking button broken. Confirming the reported allegation. The broken fragment was received for evaluation. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune mod post saw cap sz 6-8 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4) investigation summary it was reported that on (B)(6) 2024, the patient underwent the surgery via tka for oa (lateral) for the knee joint with the product in question. For lateral knee osteoarthritis, the surgeon performed a lateral approach. Due to the characteristics of the approach, the four-sided bone-cut blocks were difficult to install, especially on the inside, and were installed by hammering. In doing so, the product in question was came off from the osteotomy block as if it were bounced back and became unclean. When looking at the uncleaned product in question, it was confirmed that the red button was broken off. Surgery was resumed after confirming that there was no fragmentation in the surgical field. The surgery was completed successfully without any surgical delay. No further information is available. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) (B)(6) hospital (jo202400050)]. Visual analysis of the photo revealed that the attune mod post saw cap sz 6-8 has the red locking button broken. Confirming the reported allegation. The broken fragment was visible at the photo. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune mod post saw cap sz 6-8 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.